Event description:
The customer contact reported a separation. The customer contact reported that the male adapter of a 10 ml prefilled normal saline syringe was connected to the clave port of the tubing set to prime the tubing set, prior to pt use. It was reported that after 1.5 ml of solution was delivered through the tubing set, the clave port separated from the semi-rigid female adapter of the tubing set. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.